Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 on a cobas 8000 c 502 module. The sample initially resulted in a creatinine value of 45 umol/l and it repeated as 117 umol/l.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The field service engineer found that a wash valve was not functional and that a wash solution was not aspirating. The cuvettes were also overflowing. The engineer changed the valve and adjusted the rinse volume. The investigation determined the service actions resolved the issue.